Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-05041. It was reported patient experienced ineffective stimulation due to high impedance on one lead. Fluoroscopic imaging revealed one lead migrated. Surgical intervention may be pending to address this issue. It is unknown which lead migrated, therefore both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received patient had experience lead migration. As a result, leads were explanted and replaced. Surgical intervention resolved the issue. Patient¿s weight also provided.